Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulted in pacing inhibition. Due to unspecified reason, the right ventricular (rv) lead was attempted to be repositioned but failed. Both rv lead and ra lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: b5, h6.

Event description:
The right ventricular (rv) lead was explanted due to an unknown reason.